Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during an unknown step of peritoneal dialysis (pd) therapy. Patient connection at the time of the alarm is also unknown. Troubleshooting was unable to be performed as the hp stated that they ¿did not remember anything¿. The technical service representative (tsr) reviewed proper procedures, per the user manual, with the hp. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.